Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the small battery drive failed during an operation, additional batteries were tried . Surgeon had to use a bigger replacement device which is not appropriate for this type of surgery, the surgeon was able to complete the surgery. There was a delay in surgery of 30min and this device was used in an operation of an animal. This was used during a vet case, no human involvement. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device used in a veterinary case. No patient information will be provided. Device is an instrument and is not implanted/ explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Additional narrative: (B)(6). A service history maintenance eval/review was performed. The investigation of the complaint articles has shown that: the review indicates that the device has not been serviced during the past 6 months. There is no information relevant to the current complaint issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the investigation is based on the service & repair record received. The device failure reported by the customer could be confirmed. The service history review shows no previous service conditions relevant to the current complaint issue. After pre-repair diagnostic assessment, the device has not been serviced. The service technician noted the following action taken repair. During the pre-repair diagnostic assessment the service technician identified the following failure: motor blocked, seized, defective. The root cause of the event was determined to be normal wear. The device was repaired and returned to the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.